Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the staples did not close very well. The staples also jumped away during the procedure. Outside the pt, the device closed as normal. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Jaws. Evaluation summary: the analysis results of the er320 found that it was received with the jaw misaligned. However, the device was cycled and the remaining seven clips were conforming. No dropping/ejected or malformed clips were noted during eval. It could not be determined what may have caused the finding. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Jaws. Evaluation summary: the analysis results of the er320 found that it was received with the jaw misaligned. However, the device was cycled and the remaining seven clips were conforming. No dropping/ejected or malformed clips were noted during eval. It could not be determined what may have caused the finding. A batch record review was performed and no anomalies were found during the manufacturing process.